Event description:
On (B)(4) 2013, it was reported that on (B)(6) 2013 the patient's infusion device displayed e4 (occlusion error) and the patient changed the insulin cartridge and infusion tubing. The patient did not change the headset. At 3:00pm his blood glucose level was 86 mg/dl and her felt ok. Around 10:00pm he started having symptom of ketoacidosis and nausea. The patient went home and fell asleep. At 2:30am on (B)(6) 2013 he began vomiting. His parents took him to the hospital where he received injections of insulin. The patient was disconnected from his infusion device while at the hospital. The patient's blood glucose level returned to normal. The patient's blood glucose monitor and infusion device were replaced and were requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications.